Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness. The reporter was unclear on the cgm and bg readings at that time. The spouse administered carbohydrates and called an ambulance. Emergency medical service (ems) treated the patient with sugar tablets. The cgm was reading 8.0 mmol and the bg was 4.0 mmol by ems after treatment with carbohydrates. The patient was transported to the emergency department and underwent evaluation for cerebrovascular accident (cva), which was ruled out. The patient was discharged thereafter. There was no documentation of further medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.